Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified cartridge issues. Reportedly, the customer "did not get full use" out of the cartridges. There was no reported adverse impact to customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.